Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The clamshell showed that it had been used. The shell was reset and the pmv handle properly recognized the shell and showed the device was ready for use. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device¿s battery charger showed a solid light when the nurse picked the handle up from it. The handle showed 172 with a full green battery indicator bar. Once placed into the shell, the screen went completely blank. They charged it for twenty minutes and when they came back on for 30 minutes, it showed a full green battery bar then powered down again after about 30 minutes. The device was also unable to fire and the physician was unable to press the green button and squeeze the handle. There was no patient involvement.